Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg, ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. Also, the right atrial (ra) lead was not pacing. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.